Event description:
The pt was presented with embolization of an aneurysm at the terminal of the right internal carotid artery, having had two repeat bleeds, with extensive right orbitofrontal hematoma and meningeal hemorrhage. Placement of a first gdc 10-3d 3d-shape synerg detection circuit cage formation was good. During placment of a gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit, the device detached in the aneurysm but there was no ultrasound detachment signal. The generator was reading 0 ma, even though it had been set up at 2 ma for each procedure; the generator displayed "fault". One last gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit was put in place. The generator was working correctly, it signaled a correct detachment after one and a half minutes. The coil had not detached. The coil was withdrawn between 1 and 1.5cm, given that a small loop showed on the outside of the microcatheter, the coil had to be repositioned, it was at this moment that the coil was released in the microcatheter. Detachment of the coil at the terminal of the internal carotid artery produced thrombosis of the artery. All attempts at recovery and fibrionolysis could not unclog the arterial axis and the pt died the following day.